Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited radio frequency (rf) overuse condition caused by frequent alerts for ventricular tachycardia (vt). Technical services (ts) was consulted, noted intermittent farfield oversensing of ventricular signals in the atrial channels. Ts recommended reprogramming options such as extending blanking. The device remains in service. No adverse patient effects were reported.